Event description:
During right elbow arthroscopy a 2x3 mm piece of cannula sheath broke off and was found floating intraarticular. Arthroscopy performed; no loose bodies found. 12 liters arthroscopy fluid lavaged through elbow joint. Unable to find cannula sheath under direct visualization and palpation.